Manufacturer narrative:
This report is submitted on august 18, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.